Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received that reports the product will be returned for investigation.

Event description:
An impella cp was inserted into the right femoral artery in a 75-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a mobile thrombus on the impella catheter located in the descending aorta observed on transesophageal echocardiogram (tee). Weaning of the impella had already begun. After four days on support, the device was successfully weaned. The mobile thrombus came out of the body with the explant. The post-procedure outcome is survived at explant. While on support, the device functioned as intended at p-6 at 2.2l/min with d5w sodium bicarbonate in the purge solution. Thrombus (thrombosis) can occur due to inadequate anticoagulation. It was also noted that a contributing factor was that the impella was cross clamped during the coronary artery bypass graft (CABG).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.